Manufacturer narrative:
Date of event: exact date unknown, event occurred based on the day the devices were removed not event six months after installed.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. The explanted ipg was not returned. No further information could be obtained.